Event description:
It was reported that there was a suspected disconnection with the flex deflectable videoscope during preparation for a therapeutic laparoscopic gastrectomy procedure. The intended procedure was completed with no delay using another scope. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported event. It was found that the monitor showed a black screen with no image due to a cut on the charged coupled device cable. An image noise also occurred and the image could not be displayed. Other evaluation findings are as follows: the video connector was cracked; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the image had white dots due to damage on the charged coupled device unit; and there were scratches on the control unit, the grip, the upward/downward plate, right/left plate, the forceps elevator lever, the angulation lever, the right/left lever, the light guide connector, the light guide connector glass, the video connector case, and the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the suspected disconnection was most likely caused by stress as a result of repeated use, external factors, or handling of the device. However, the root cause of the events could not be determined. Instructions, operation manual describes how to inspect for the subject events 1 and 2 in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as described below: ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.